Manufacturer narrative:
An event regarding corrosion and abnormal ion level involving an accolade was reported. The event of corrosion was confirmed through clinical review of the provided medical records . The event of abnormal ion levels was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: event date: (B)(6) 2020 (opened (B)(6) 2021). Event description: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6), 2015 and was revised on (B)(6), 2020. It is further alleged that he suffered from injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Anatomic site: right hip. Implants: v40 lfit head 36 +5mm, accolade ii stem #3 1320. Materials reviewed: (B)(6) 2020: stryker pi report. (B)(6) 2015: or supply sheet. Right hip. Tritanium hemispheric cluster shell 54-e, accolade ii size #3 1320 stem, +0 sleeve v40 adapter, 6.5mm torx screw 35mm, 36 +5mm lfit v40 head, 36-e 100 x3 polyethylene liner. (B)(6) 2020: operative note. Failed right hip with trunnion corrosion. No signs of infection. Chronic inflammation present, evidence of metallosis with abductor involvement, well fixed components. Implants replaced: 28mm +4 ceramic head, dual mobility bearing, dual mobility liner for 54 cup. Increasing pain and problems with function. Negative infection workup. Elevated metal ions consistent with corrosion. Hip aspirated in or. Frozen sections sent. Head removed. Inflammation and metal debris present. Head and neck had evidence of corrosion. Stem and cup stable. Used dual mobility due to abductor involvement. Betadine soak. Confirmation: a revision hip arthroplasty was performed for metallosis/trunnionosis. The allegations of device recall, patient injury, and increased metal levels could not be confirmed without additional medical records. However, the operative note did allude to these findings. Root cause: a root cause could not be established without additional medical records but based on the operative note would appear to relate to an lfit trunnion interface issue. The issue of recall and increased metal levels could not be confirmed. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot.  Conclusion: an event regarding metallosis/trunnionosis and increased metal ions was reported. The provided medical review comment stated that the operative notes provided did allude to the findings of metallosis/trunnionosis. Increased metals ions was not confirmed. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6), 2015 and was revised on (B)(6), 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2015 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.